Event description:
It was reported that the customer's device powered itself off during a cardiac arrest event. The device was able to successfully deliver 5 defibrillation shocks to the pt, however following the 5th shock, the device lost power. The customer indicated that this occurred when the shock button was pressed; however there were multiple "low battery" messages logged throughout the event. The pt did not survive the event. The health care provider on scene of the event reported that the device use likely did not contribute to the outcome of the pt due to the pt's lack of positive response to the treatment provided.

Manufacturer narrative:
(B)(4). Initial testing of the device was performed by the customer following the event and they reported that one of the batteries in the device was completely dead and the other was half charged. Testing of the device found that the device was able to successfully charge and deliver defibrillation energy a total of ten (10) times before powering off due to the depleted battery packs. Physio-control further evaluated the device and was unable to duplicate the reported power failure. Review of the electronic pt record found that there were several "low battery" messages logged throughout the pt event. The cause of the reported failure could not conclusively be determined.